Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 19-apr-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that the patient was in the or after proximal segment revision at the time of the call. The hcp stated the pump was "exchanged" on the 12th of this month and had normal drainage after. The hcp stated 5 days ago, the patient became symptomatic and possibly had an infection since drainage accumulated. The hcp stated when they went in today, (B)(6) 2023, to wash out the excess fluid, they found the proximal segment was dislodged so they opted to revise. The hcp was concerned there was a csf leak and/or infection around pump. The hcp stated replacement pump was currently unavailable. The hcp stated once the catheter was cut, they aspirated csf through the distal end (not the cap prior). The hcp was looking to get a rep out or be walked through how to prime the entire catheter and give a therapeutic bolus. Additional information reported that the hcp replaced the entire catheter. The catheter screen was updated to reflect and uncut 8781 catheter. Additional information was received from a healthcare provider (hcp) on 2023-jan-16 reporting that an infection was not confirmed. Additional information was received from the patient's mother on 2024-jan-17 who reported that on (B)(6) 2023 there was battery repl acement for the pump and it did not go well. There was fluid coming out so they go back to the hospital and catheter was replaced on (B)(6) 2023.